Event description:
On (B)(6) 2012, allen medical was contacted by our distributor who had become aware of a non-injury, patient-involved incident during a case in which the allen-manufactured skytron tri-clamp was being used. A (B)(6) male pt was being positioned for a da vinci robot-assisted prostatectomy. A skytron split leg section was being used to position the pt. The split leg was reportedly attached to the table with an allen-manufactured skytron tri-clamp, the users report. The jaw of the tri-clamp broke off after the case was completed - with the pt still on the table, during suturing. When the clamp broke, the pt's leg fell from the table surface. The suturing was completed without delay and no injury resulted to the pt, the users reported.

Manufacturer narrative:
Upon return, no clear root cause for the returned tri-clamp could be found but a significant impact or a break due to a drop, prior to the case, is suspected. The grain structure at the break appears to indicate that the jaw broke inwards rather than outwards. The break appears to have been caused by a force from the outside of the clamp. There is a mark on the outside surface of the jaw that may have been caused by dropping the unit. The damage may have happened prior to the case and was not detected before use. The tri-clamp had been in the field, without prior reported issue, for more than three years. The tri-clamp is rated for pt weight of 400 pounds (maximum pt weight for the device) and load tested to 2.2:1 safety factor. The product has been tested to well over the load in use (a (B)(6) patient) when it failed supporting the inference of there being damage prior to use. A review of complaints of similarly designed product found no similar issues on file.